Event description:
It was reported that a ez45g was used during an unknown procedure. It was reported by the affiliate that the surgeon heard a strange noise as he closed the lever. The clip did not fall into the pt. There was no consequence to the pt.

Manufacturer narrative:
Endopath thoracic endoscopic linear cutter with safety lock: no conclusion could be reached based on the analysis results as to why the instrument reportedly produced "a strange noise" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. The instrument was fully functional and conforming to design specifications.